Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/22/2020. H.6. Investigation: customer returned (26) open 4mm, 32g pen needles without the tear drop label. Customer states that they had to use at least three needles for one dosage. All returned pen needles were examined and 18 out of 26 samples exhibited a bent non patient end of the cannula. All remaining samples exhibited a broken non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that the bd ultra fine¿ nano¿ pen needle failed to deliver medication during use and "at least three" needles were needed to complete one dosage. The following information was provided by the initial reporter: "I have been using these needles for several years and in the last two batches I have had to use at least three needles for one dosage. This has happened at least 6 times in lot 8338557 exp 2023 - 11 - 30 and is doing the same thing in the new batch as well which has the same number."

Event description:
It was reported that the bd ultra fine¿ nano¿ pen needle failed to deliver medication during use and "at least three" needles were needed to complete one dosage. The following information was provided by the initial reporter: "I have been using these needles for several years and in the last two batches I have had to use at least three needles for one dosage. This has happened at least 6 times in lot 8338557 exp 2023 - 11 - 30 and is doing the same thing in the new batch as well which has the same number."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ nano¿ pen needle failed to deliver medication during use and "at least three" needles were needed to complete one dosage. The following information was provided by the initial reporter: "I have been using these needles for several years and in the last two batches I have had to use at least three needles for one dosage. This has happened at least 6 times in lot 8338557 exp 2023 - 11 - 30 and is doing the same thing in the new batch as well which has the same number."